Event description:
The customer reported the generation of erroneously low patient results for sodium (na) and chloride (cl) on their dxc 600 pro clinical chemistry analyzer. The customer repeated the five patient samples at another laboratory and results were higher. The customer reported the initial low results out of the laboratory. However, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for five (5) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced the sodium electrode to resolve the issue. The fse performed ise calibration integrity, precision verification and quality control, which all passed. The fse verified the analyzer resumed normal operation. Pt information not provided by customer. The beckman coulter internal identifier is (B)(4).